Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 409 mg/dl at the time of the incident. Patient's current bg: 356 mg/dl. The customer sugars have been running high and their pump reads lower than actual. Customer reports the symptoms related to their high blood glucose was stomach is upset . Customer reports they feel okay to troubleshoot. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer treated for high blood glucose with manual injection. The pump will not be returned for analysis.